Event description:
Procedure: lap nephrectomy. Reportedly, the instrument fired over tissue, and then when the black knobs were pulled backwards, the jaws would not open. Surgeon then cut it out and hand-sewed the anastomosis. No pt injury reported.